Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she had a CT yesterday and an x ray of her head and chest. Patient stated she was charging fine but now the implanted neuros timulators feels like it's at 0% but it says 30% finished. Patient stated usually at night she can feel the stimulation but now she doesn't feel anything. Troubleshooting was unable to be performed as patient was on her way to an orthopedic appointment. Patient service specialist reviewed with patient to call patient service back when she has time to troubleshoot. Hcp is dr phillips